Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl, unspecified ketones, and diabetic ketoacidosis. The patient was reportedly admitted to the intensive care unit. The reporter alleged that the bg excursion was due to the ¿pump not working properly¿. Troubleshooting could not be completed at the time of the initial call. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an unspecified pump malfunction.